Event description:
It was reported by repair work order that the siderail was stuck in the down position due to a corroded timing link with fluid ingress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported